Manufacturer narrative:
Date sent to the FDA: 11/20/2015. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat a posterior prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced pelvic pain and dyspareunia with erosion of the mesh through the vaginal wall that required removal on (B)(6) 2012. In 2013, the patient developed an area on the outer labia that would fill and spontaneously drain. The area was treated with clotrimazole-betamethasone 1%-0.05% cream twice daily for 2 weeks without resolution. The patient also had a urinary tract infection that was treated with cipro. The patient returned to the clinic in 2013 with the same symptoms. She underwent a transvaginal ultrasound for evaluation and diagnosis of perineal fistula formation. The patient is to undergo exploration of fistula and possible removal of additional mesh. No further information was provided.